Manufacturer narrative:
Device has not been returned.

Event description:
A report was received that the patient passed away due to an unknown reason.

Manufacturer narrative:
As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. Device not returned.

Event description:
A report was received that the patient passed away due to an unknown reason.